Manufacturer narrative:
The insulin pump was intermittent button response due to moisture damage on the keypad trace. No moisture damage electronic assembly. No unexpected vibrating or constant tone anomaly noted. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was in a cooler and got wet. Customer does not recall any significant events leading to the error. Customer's blood glucose was 230 mg/dl at the time of incident. Troubleshooting was done for damage but customer indicated that the pump has a constant audio tone and vibration that cannot be cleared. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.